Event description:
A consumer reported that since her intraocular lens (iol) implant surgery six years prior, her eye has been swollen, watery, painful and consumer reported experiencing a foreign body sensation. The surgeon reported that the consumer has cystoid macular edema following surgery that was treated with medications. The surgeon further reported that he had diagnosed the consumer with steroid induced glaucoma. The consumer was seen by a retinal specialist two years following iol implant surgery, who reported some truncation of foveal margins but no cystoid macular edema. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/28/2009, 05/29/2009, 06/04/2009, 06/08/2009, 06/11/2009, 06/12/2009, 06/12/2009, 06/15/2009, and 06/23/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 06/26/2009.